Manufacturer narrative:
A visual inspection was performed on the returned device. The reported material deformation was confirmed. The reported failure to advance and difficult to remove could not be tested as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat the right posterior atrio-ventricular artery with heavy calcification and moderate tortuosity. The 2.25x23 mm xience skypoint stent delivery system (sds) was advanced but could not cross due to resistance with the lesion. The stent got caught in the calcified lesion and became flared. There was also resistance with the lesion during removal. A same size xience skypoint stent was used to complete the procedure. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.